Manufacturer narrative:
Corrected data: d1, d4, g2, g5. Upon review it was determined the incorrect model and lot numbers were provided. This information was updated and subsequently updated the brand name, catalog number, UDI, manufacturing site, and 510(k) number. Manufacturer report number not updated as report was initially filed under avanos number. The device history record for lot: aa9126v01 was reviewed and the product was produced according to product specifications. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of 13 aug 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
A review of the device history record is in-progress. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of (B)(6) 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported that the cuff "had appeared to perished [burst] while insitu, resulting in the patient having to be reintubated as an emergency." Additional information received 02-jun-2020 indicated the product was disposed of due to risk of covid-19 and protocol. The patient "did desaturate significantly requiring reintubation and pre oxygenation with a waters circuit. He is now day 14 and still a level 3 patient."